Event description:
It was reported that during a da vinci-assisted sacrocolpopexy w/ hysterectomy surgical procedure, the mega suturecut needle drive wire snapped. The procedure was completed with no reported injury or delay using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. No collisions with any other instrument or tool during the procedure were observed by the customer. There were no issues with the instrument before the wire snapped. There was one cable visibly protruding from the distal end of the instrument, the one that controls opening/closing of the jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Image associated with this reported event was reviewed by an isi failure analysis engineer. The instrument had a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.